Event description:
It was reported that during use, connection of the neck flange broke. The tube was tested prior to use. The pt was re-intubated. No other info was available.

Manufacturer narrative:
The lot number is unknown. No analysis or conclusions can be drawn without the device or the lot number. Return of the tracheostomy tube for failure investigation has been requested.